Event description:
This is an initial, serious, spontaneous report received from a sales representative via surgeon regarding a patient who underwent tarsal tunnel decompression in which axoguard ha+ nerve protector was implanted and experienced purulent discharge. On (B)(6) 2025, the patient underwent a tarsal tunnel decompression where axoguard ha+ nerve protector was implanted. The surgeon laid the ha+ flat over the nerve and did not suture it in place. In (B)(6) 2026, the surgeon was made aware of concerns for a possible infection with purulent discharge at the surgical site. During explantation, the wrap fell apart into two pieces and the surgeon noted that it almost looked like ha+ was extruding, as the material was located close to the incision site upon opening. The surgeon cleaned the site and performed closure in the clinic.

Manufacturer narrative:
Device utilization record for lot lb1634940 was pulled on 05mar2026. 13 devices from this lot have reportedly been implanted without issue. The recall report for the lot was pulled on 06mar2026. 41 devices from this lot have been invoiced and shipped. A review of the device lot history record indicated the device was manufactured to specifications. No non-conformances were identified in products released for distribution. The lot produced (B)(4) devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements. No other complaints have been reported.